Event description:
Rptr had a bilateral mastectomy and she had implants. She has had joint and muscle problems, infection, chest pain, low back pain, shoulder pain and she's developed breast scar tissue.